Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 pusher dissector broke in half. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Signs of blood were observed on the cannula shaft, blunt tip prong and c-ring. The c-ring was observed to be transected in half longitudinally and melted between the flanking curved parts. The blunt tip prong was also observed to have detached from the cannula shaft but remained hanging through the presence of the retention rib and scope wash tube. The shop floor paperwork was reviewed for the reported device. All the test results meet the specifications and requirements. There were no non-conformities observed. Based on the returned condition of the device and the evaluation results, the reported failure "break" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 pusher dissector broke in half. A replacement device was used to complete the procedure. The hospital did not report any patient effects.